Manufacturer narrative:
(B)(4). Any additional information received from the customer will be evaluated and included in a follow-up report if required. Patient demographics, such as age, date of birth, gender, and weight were not provided by the customer. (B)(4) the suspect device has not been returned to carefusion.

Event description:
A customer reported to carefusion that their avea ventilator was in use on a patient when the peak pressure readings climbed and the instrument generated an "ext high peak" alarm. The patient was removed from the unit and placed on another ventilator. No adverse effect to the patient associated with this event was reported to carefusion.